Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in was damaged. The following information was provided by the initial reporter: it was reported by the facility representative that the catheter separated and the needle was poking out of the stylet.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9175097. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in was damaged. The following information was provided by the initial reporter: it was reported by the facility representative that the catheter separated and the needle was poking out of the stylet.